Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Ultimately, the customer reverted to an alternate method insulin therapy. There was no adverse impact to customer¿s blood glucose level.